Manufacturer narrative:
The rapid infuser involved in this incident was returned to belmont for investigation and was tested according to our standard operating procedures. Upon receipt it was determined that four transistors on the driver b board were shorted and damaged, which caused the circuit breaker on the system to trip. It was reported that there were additional devices plugged into the same power line with the rapid infuser, which is not in accordance with belmont's instructions for use. The operator's manual provides ac input voltage requirements and instructs the user, "plug the system power cord into a dedicated-grounded, 3-prong, 20 amp, ac receptacle." It was reported that the incident occurred at power-up when the device was being set up for a procedure. No patient was affected. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
The rapid infuser involved in this incident was returned to belmont for investigation on 12/23/2020. Evaluation of the unit is in process. It was reported that there were additional devices plugged into the same power line with the rapid infuser, which is not in accordance with belmont's instructions for use. The operator's manual provides ac input voltage requirements and instructs the user, "plug the system power cord into a dedicated-grounded, 3-prong, 20 amp, ac receptacle." It was reported that the incident occurred at power-up when the device was being set up for a procedure. No patient was affected. Belmont will evaluate the device and provide a follow-up report upon completion of the investigation.

Event description:
Belmont's distributor received a report involving a belmont rapid infuser, ri-2 from the clinical engineer at the hospital and relayed the following report: "caregiver were setting up or for an emergency case and they noticed that power line in which device was connected was tripped. There were other devices in same line and complete line was tripped. This device was isolated and found to be cause for tripping in mcb and one of the caregiver mentioned to hear a noise from the device before tripping. No patient was affected but caused delay in the procedure during preparation. Inspected other devices in same line and they found to be working good."